Manufacturer narrative:
Device evaluation of monitor has been completed. Upon investigation, the front response button was non-functional. Upon investigation, the response button cover was loose, causing debris to contaminate the response button switch. The debris contamination caused the response button to not function. The root cause for the loose response button cover was physical abuse. There was no adverse event associated with the monitor malfunction.

Event description:
03/04/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on (B)(6) 2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor reported that the response buttons on monitor were not working properly.